Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 324 mg/dl. Reportedly, there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer went to the emergency room (ER) and was found that high bg was due to ongoing urinary tract infection. Reportedly, customer left the ER three hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.